Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hiatus hernia repair procedure. The surgeon tacked the composite mesh into the diaphragm. This perforated the pericardium causing bleeding and ultimately cardiac tamponade requiring a thoracotomy and evacuation of the clot.